Event description:
It was reported that the patient's right ventricular (rv) lead had triggered an lead integrity alert (lia) for oversensing. Noise could be heard in the tip to ring configuration. The rv lead sensing was reconfigured tip to coil and remains in use. The patient will continued to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead 2011 (B)(6); 4076 implantable pacing lead 2011 (B)(6). (B)(4).